Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed unspecified number of devices packaging looks melted. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. Investigation summary: bd received 150 samples and five (5) photos for investigation. Both the returned samples and the photos were reviewed and the indicated failure mode for deformed/open package was observed. Additionally, 50 retention samples from bd inventory, were evaluated by visual examination and the issue of open/damage package was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of deformed/opened package. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."